Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had unexpected restart alarm. The customer¿s blood glucose was unknown. The customer reported that they had cleared the alarm and was able to use it. The customer had rewind the insulin pump. The customer reported that the pump error occurred when he turned the pump back on. The insulin pump will not be returned for analysis.